Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, twenty-three unopened samples pertain to the product code 8805h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained via: the product was given to our sales rep and he handled everything, we did receive our replacement. The suture that was used was breaking during a case, the surgeon used multiple repair stitches and they all kept breaking. The surgeon asked that the current box be taken of the room and given to the rep to replace.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Outcomes were normal / expected. Only complication was increased time. What tissue was being sutured when the event occurred? Blood vessels were being sutured when event occurred. Was additional dissection required in other organs/tissues other than the target tissue? No additional dissection required. Was there any change in the patient¿s post operative care due to the prolonged procedure? No change in patient's post op care due to prolonged procedure. Please provide the lot number: lot number tjmrjj as stated in initial description. What is the current status of the patient? Patient recovering as normal. Device return status. Please document the shipment tracking number: sterile suture shipped on 11/21/23. Tracking # (B)(4). Please provide the source or name of person providing answers to follow-up questions: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify if the additional devices received belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure for product code / (1) 8709h; lot#tgmcae ; (7) 8709h; lot#tdmpsq ; not listed on this (B)(4)? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number.

Event description:
It was reported that a patient underwent a vascular procedure in 2023 and suture was used. During the procedure, the sales rep reported that the vascular surgeon complained the 6-0 prolene suture (8805h lot tjmrjj) was breaking in half when tying knots. Surgeon said that the suture was breaking when he would cinch down knots. There were no reported issues with the needle/suture connection (i.e. No "popping off" was reported), only that the suture itself was reported to be breaking in half when under tension. There was a 10 minute delay. No fragments made. Procedure was completed. No patient consequences. No adverse patient consequences were reported. Additional information was requested.